Event description:
It was reported that the surgeon was bending the trial rod to fit the patient¿s anatomy and it snapped. Then, when he went to cut the excess rod the cutting surface of the pliers, it chipped off. The case was not prolonged as another rod cutter was used. There was no harm to the patient noted. No fragments went near the patient as the rod cutting takes place away from the patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.